Event description:
During servicing of a monitor, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. The monitor did not pass incoming functionality testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the lifevest at the time of passing.

Manufacturer narrative:
Device evaluation of the monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open (B)(4) driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. No adverse event resulted from the damaged monitor.